Manufacturer narrative:
The device was not returned to service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use the image did not appear. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image was not displayed due to failure of the ccd unit or malfunction of the cable, so that video communication could not be communicated to the server. The failure of the ccd unit is likely caused by the material deterioration of the ccd sensor due to ultraviolet rays, or the image pickup device has deteriorated by long-term use. It is likely that the malfunction of the cable occurred due to the handling of the user. Olympus will continue to monitor the field performance of this device.